Event description:
It is reported that the patient was revised due to a discrepancy in leg length.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The provided x-rays showed the leg length discrepancy in the post operation x-rays. The post revision x-rays shows that the stem was changed to what appears to be an extended offset m/l taper stem. Based on the provided information,although not proven, the most likely case for the leg length discrepancy is the unintentional wrong device selection. Cause cannot be definitively determined. Follow up question to the surgeon revealed the following. It was our fault, the reduction of implant was easy and my assistant told me that the leg length was ok, but once that the patient was in supine position I noticed a discrepancy in plus of the operator leg, so we decided to re-op the patient a couple of days later. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.